Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized due to low blood glucose levels. Customer stated that she was unsure about the exact level, but believed it to be either 30 mg/dl or 40 mg/dl. Nothing further reported